Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had under delivering. The blood glucose level was 304 mg/dl at the time of incident. The current blood glucose was 193 mg/dl. Customer treated with bolus. Customer stated that there was no air bubble and leak. Customer did not use the minimed 670 g system. Customer alleging the insulin pump because customer had high blood glucose level. Customer received assistance with programming pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The device will not return for the analysis.